Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: investigation revealed that the battery compartment was cracked in two places. Unrelated to the battery compartment damage, investigation revealed that the keypad cover was torn at the down arrow keypad button, however all buttons responded normally to button presses.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 12/11/2015.